Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of asbys0046 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbys0046) have been reported from the same facility in (B)(4).

Event description:
It was reported that on (B)(6) 2018, the patient was re-accessed because the line at the distal end of the safestep huber needle set was leaking. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension set tubing was confirmed, but all of the potential contributing factors could not be determined. It appeared that the device was damaged during use. One 20g safestep infusion set was returned for investigation. Evidence of use was observed on the sample. The infusion set was received with blood residue within the extension set tubing. The safety mechanism was engaged over the needle tip and the needle was bent after the safety mechanism had been engaged. Tape residue was observed on the extension set tubing. A functional test revealed a leak in the extension set tubing at the distal end of the luer adaptor. The leak site revealed a tear in the extension set tubing across the adhesive fillet. The adjoining surfaces of the tear were rough and granular. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) of asbys0046 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbys0046) have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2018 the patient was re-accessed because the line at the distal end of the safestep huber needle set was leaking. No other information was provided.